Manufacturer narrative:
Final analysis found that the original ac power adapter was defective which caused the reported inability to power the transmitter.

Manufacturer narrative:
Device not returned.

Event description:
It was reported that the transmitter would not turn on after a lightning storm. The prongs were observed to be charred. The transmitter will be replaced.